Manufacturer narrative:
H3: product analysis: one side tab of the returned navlock is broken off at the tip. The other side tab is stuck open, not retaining the inserted instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a device used for spinal therapy. It was reported that the instrument had a round screw head. There was no patient involved.